Event description:
The vad engineer reported that the pt was listed as status 1a after pump thrombus was discovered. Tissue plasminogen activator (tpa) was given, but the pt subsequently had severe right ventricle (rv) failure. A donor organ became available and the pt underwent a transplant on (B)(6) 2014. During the transplant, the pt was on milrinone to help rv. Thrombus was visualized at inflow stator at the time of explant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.